Manufacturer narrative:
This report is filed on march 22, 2016.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to migration of the electrode array. The patient was reimplanted with a cochlear device during the same surgery.

Manufacturer narrative:
This report is filed june 2, 2016.